Event description:
It was reported the rigid video scope had a dark blurred image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was unable to be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor debris under cover glass, minor scratches on distal edge. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark, blurred image was due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a dark blurred image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.